Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen is cracked. Reportedly, contact could not provide how the touchscreen became damaged. The pump is functional. The customer¿s blood glucose was not impacted. Reportedly, the customer would continue use of manual injections for insulin therapy.